Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data log review shows that the placement signal (ps/psnr) goes out of spec to 3000 mmhg with psnr and ps low alarms at the same time that light drops, snr drops to 0, contrasts increases in altitude, gain increases, and lamp goes to 100%. No product was returned for investigation. The root cause of the optical signal was most likely a damaged optical fiber line, however, the cause could not be determined. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the placement signal not reliable alarm occurred. All connections were secure. Patient on impella cp support was hemodynamics stable and motor current is unchanged. The placement monitoring was disable and audio was turned off. No report of patient harm.